Event description:
It was reported that the ventilator's turbine was inop. The field service tech received a repair order that stated that the ventilator shut down. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.